Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report a high blood glucose reading of 475 mg/dl. The customer felt that the insulin pump is no longer delivering insulin. Troubleshooting was performed and the insulin pump failed the leadscrew test. Advised the customer that the insulin pump needed to be replaced. The replacement options were explained, but the customer chose not to get the insulin pump replaced.